Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a off no power alarm without a low battery alarm. The customer's blood glucose level was 308 mg/dl. The customer reported that there was a second occurrence of off no power alarm without a low battery alarm. The customer also reported that the insulin pump had battery out limit error and the customer was able to clear the alarm and rewind the insulin pump. The customer also reported that the insulin pump had a blank display. The customer reported that she had run the self test several times and showed not errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, batter out limit, failed battery test alarms or reset/reboot anomaly noted during testing.